Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in the perioral area with juvéderm vista volbella xc. The patient experienced ¿swelling and delayed foreign body granuloma¿ 23 days later. Biopsy was not provided. The patient was treated with anti-allergy medicine and improved. Two months later, the patient experienced a ¿lump¿ and was treated with a dissolution injection. Event status is unknown.